Event description:
It was reported by the customer that upon removal of the catheter, the catheter became "stuck." The patient was placed in an emergency situation. The catheter was surgically removed.

Manufacturer narrative:
Sample will not be returned for evaluation.